Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60 indicating that a "proximal pressure sensor autozero failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The remote service engineer (rse) asked the biomed if the device had been repaired previously, and the biomed informed the rse that the flow sensor assembly was replaced recently. The rse recommended that the biomed should check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). Investigation ongoing

Manufacturer narrative:
H10: per gfe response, the biomed stated that the reported was duplicated and confirmed after troubleshooting the device, consulting manual and technical support. He resolved the issue by reseating the da pcba on the solenoids to verify pin alignment and testing the bilevel positive airway pressure (bipap). The device then passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.